Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a right ventricular lead revision procedure, the atrial lead was inadvertently dislodged while attempting to remove the right ventricular lead. The physician decided to not replace the atrial lead. The lead was retracted to the innominate superior vena cava but could not be removed completely. The lead was then cut and capped on (B)(6) 2018. The patient was reported to be in stable condition throughout and post procedure.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The returned pieces included the connector portion measuring at 8.5 cm and the middle portion measuring at 22.0 cm. No anomalies were found from examination of the pieces received. Without return of the entire lead, a complete analysis could not be performed.